Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch verio iq meter was reading inaccurately high compared to his feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The lay user/ patient claimed that the alleged product issue first started at an unspecified time ¿2-3 weeks ago¿ when he obtained the alleged inaccurately high blood glucose result of ¿260 mg/dl¿ with the subject meter compared to his feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with ¿metformin 100mg 3 times a day, 20 units of insulin in the evening and daonil 3 times a day¿ and he reported that in response to the alleged product issue he continued with his normal diabetes management routine. The patient reported that at an unspecified time after the start of the alleged product issue, he developed the symptoms of ¿shivering, sweaty and dizziness¿. The patient did not state whether he received any treatment for these alleged symptoms. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing. The csr also verified that the patient¿s test strips had not been stored correctly and/ or had expired. The csr was unable to walk the patient through a control solution test as he did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurately high blood glucose reading with the subject meter.